Event description:
This info is provided to the requirements of 21 cfr 803 and that does not constitute an admissin that 1-flow nor the device caused or contributed to the events.

Event description:
Post rotator cuff repair the catheter broke upon removal, leaving a segment in the patient. The retained segment of the catheter measured at least 6cm and appeared to have been stretched out. It was unclear whether it was caught in a suture or had been kinked. The very tip fragment measuring 4 to 5mm also snapped as it was being removed from the main portion; this was located and removed. The remaining portion of the catheter was removed surgically in 1/05.